Event description:
Provider assessment on increase in seizures was provided noting that seizures frequency was above pre-vns level, the cause of the pain was due to low battery and explant surgery was for patient comfort.

Event description:
Additional information was received that patient underwent a vns revision surgery. Explanted products have not been received to date.

Event description:
It was reported via clinic notes that the patient has been holding their chest where the vns is and states that she is sick. The patient's mother reports a recent increase in seizure frequency and additionally the patient has had more intense seizures that may have lasted 5 minutes, which is unusual for her. The patient expressed pain in her chest area around the vns device every morning and occasionally at other times during the day. The physician noted that the patient has experienced symptoms of chest discomfort and an increase in seizure frequency when the vns battery has been low in the past and states though the battery indicator is 25-50%, the pain in the chest and increase in seizure frequency could be related to low battery with erratic stimulation. The physician referred the patient for vns replacement however surgical intervention has not been reported to date.